Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that the mini usb cable for his onetouch verio iq meter no longer works. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged hardware issue began on the afternoon of (B)(6) 2015. The patient informed the csr that he manages his diabetes with oral medication, diet and exercise. During the initial call, the patient claimed he took more food and/or drink at an unspecified time on (B)(6) 2015 in response to the alleged issue. During the follow-up call, the patient confirmed that 15 minutes prior to the start of the alleged issue, he developed a "rapid heartbeat, panic feeling and was sweating and clammy". The patient claimed there was not enough charge left in his verio iq meter to perform a test. During the follow-up call, the patient denied receiving any treatment in response to the symptoms. The patient confirmed his symptoms did not worsen as a result of the alleged issue. At the time of troubleshooting, the csr walked the patient through resolving the issue and the alleged issue remained unresolved. Replacement product was sent to the patient. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no evidence that the reported issue caused or contributed to this serious injury. The patient had become symptomatic prior to the alleged meter issue. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.